Event description:
It was reported that battery needed more frequent charging than before. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, was noted to be out of warranty and in process of renewal, and no additional information was received regarding troubleshooting steps or resolution.